Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a flap side cut issue during corneal flap creation. Additional information requested.

Manufacturer narrative:
The company service representative noted that the reported event was confirmed based on a video recorded by the customer. The company service representative calibrated the system¿s energy, flap depth, and flap diameter. The system was then tested and met all product specifications. The root cause of the reported event can be attributed to nonconforming system energy, flap depth, and flap diameter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the flap was incomplete at the laser and completed manually by the surgeon.